Manufacturer narrative:
Lot: 12915156 (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2014, a gore viabahn endoprosthesis was placed as a branch device into the left renal artery. It was reported to gore that on (B)(6) 2015, a type ib endoleak was discovered at the distal end of the graft. There was reported a flow of contrast around the distal end of the stent graft back into the aneurysm sac. A reintervention procedure was performed with placement of new left renal artery stents. An 8mm x 5cm gore viabahn endoprosthesis was used to extend the old stent distally into the left renal artery and was reinforced with a bare metal stent. The results were a patent left renal artery with exclusion of the endoleak.